Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the PICC was found to have a small pinhole 1 cm from insertion. The leak was reported to be subcutaneous. The catheter was inserted brachially for oxaliplatin chemotherapy. The patient experienced slight swelling and minor discomfort as a result of the leak. The facility's chemotherapy extravasation procedure was implemented. Hydrocortison cream was applied to the affected skin. The device was removed and a new device was not placed.